Event description:
Boston scientific received information that the patient underwent an elective pocket revision for pre-erosion prevention. The pocket was successfully revised and no adverse patient effects or additional performance issues were noted at that time. Fourteen months later the patient reported a device migration and that the pre-erosion conditions had re-manifested. One month after the patient's allegation, a second pocket revision procedure was performed due to erosion. The device was repositioned subpectorally and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.